Event description:
New information received noted the patient's right ventricular lead was capped and replaced on (B)(6) 2019 due to oversensing. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right ventricular lead exhibited oversensing. Device programming was performed. The patient was stable throughout.